Event description:
Star total ankle replacement talar component was exchanged to correct sizing issue. The sliding core mobile bearing was also exchanged.

Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model #: 400-140, lot #: 0931065, expiration date: 04/01/2015, date of implantation: (B)(6)2011, date of explantation: (B)(6) 2014, device manufacture date: 03/2010. There were no deviations reported in the DHR for part no. 400-140, lot 0931065. The DHR for part no. 400-257, lot 090409/2355 note that 1 out of the 30 pieces were discarded; all released parts were within specification.